Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 30 ml of solution in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The cap was noted to be tightened on the luer. The root cause of the leak condition was delamination (material build-up) on the core pins causing surface roughness on the winged luer cap. (B)(4). In addition, an inspection protocol was implemented (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that an infusor leaked from an unknown location. The device was filled with a solution of deferrioxamine and water for injection. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.